Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion (dso) seal to be delaminated and the upstream occlusion (uso) seal to be buckling. The occlusion seals were replaced. The software was updated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a delaminated downstream occlusion seal, along with a buckling upstream occlusion seal. There was no patient involvement, the event occurred during testing.